Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The target lesion was located in the diagonal artery. The lesion was predilated with 2 unspecified balloon catheters, a 1.25 mm and a 2.00 mm balloon catheter. A 2.25x28mm promus element¿ plus stent was advanced but failed to cross the lesion. The physician advanced two non bsc stents but both also failed to cross the lesion. The procedure was not completed due to this event. No patient complications were reported and the patients status was stable. However, returned device analysis revealed proximal stent damaged.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the tip od was measured using a digital snap gauge which is within specification. The stent was damaged at the proximal end. The struts on the 3 most proximal rows were raised and misaligned. This type of damage is consistent with the stent meeting resistance during the removal of the device from the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).